Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer pocket was not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pocket was not opening. The field service engineer ran diagnostics, manually removed pocket b3, and performed testing. Medication was unloaded, and the drawer was successfully tested. The system functioned as intended after the field service engineer repaired the device.